Manufacturer narrative:
The device was rec'd by depuy synthes power tools. The device is currently undergoing eval. Once the eval has been completed or if add'l info is rec'd, a supplemental MDR will be sent. (B)(4).

Event description:
Report rec'd from USA stating that the device has damaged bearings. It is unk if this event occurred during a surgical procedure. It is unk if injury or medical intervention occurred. There was no add'l info provided.